Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.